Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the mildly tortuous vessel. A 2.00mmx15mm emerge¿ balloon catheter was advanced for pre-dilation. During the first inflation, the balloon ruptured at 5 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).